Event description:
Same case as MFR #: 2134265-2014-03462. It was reported that insufficient roll-off occurred. The patient was undergoing radiofrequency ablation (rfa) of a kidney utilizing a 3.0/15/15 leveen standard electrode and a rf3000 radiofrequency generator. During the procedure, the impedance level did not change. There were no error codes displayed. The needle was repositioned and the pads were confirmed to be correctly positioned and connected; however, roll-off was not achieved. There were no patient complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted in the dfu. (B)(4).